Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 40mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the basal rate. The pump history indicated a decrease in the basal rates, and a time and date failure. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.